Event description:
It was reported that the area around the patient's implantable neurostimulator (ins) was "black and blue" and the patient could see the corner of the ins. The patient was noted to have requested for information on how to manage the ins eroding through his skin and had not received any directions about wound care previously. The reporter indicated that the patient did not have a fever, redness or other signs of an infection. The patient was also reported to have pain along his side from his neck down to the ins. The patient's back was also noted to feel "pressurized" but the patient was unsure that feeling had anything to do with the erosion. The patient was scheduled to see his healthcare provider (hcp) for this issue the following day. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received indicated that the ins (implantable neurostimulator) was "popping" out of the skin so it was moved to the other side and it did the same thing so then it was removed.

Manufacturer narrative:
Concomitant products: product ID 3998, lot# v175498, serial# implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead; product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6)2006, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v175498, implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).